Manufacturer narrative:
This report is being supplemented provide investigation results. Since the complaint device was not returned to olympus for physical evaluation, the device could not be tested to confirm the reported events. Since the literature did not describe any defects related to the device, it is considered that this event was not caused by a malfunction of the device. Although the lot is unknown, the manufacturing site conducts inspections to ensure product functions, and only those that pass the inspection are shipped. Conclusion: based on the information reported, it is presumed that reported events were not caused by any device malfunction/defect, but the definitive cause could not be identified

Manufacturer narrative:
The devices referenced in this report have not been returned to olympus for evaluation. The cause of the customer's experience can not be conclusively determined at this time. There are no reports of any olympus device used in these cases malfunctioning in any way. This report is being submitted conservatively to report the seven patients experiencing adverse events. Additional information is being pursued. Should additional information become available, this report will be updated appropriately.

Event description:
It is reported in the journal article therapeutic outcomes of endoscopic submucosal dissection of differentiated early gastric cancer (using an olympus video endoscope, an olympus standard video endoscope system, an it-knife2, and an olympus soft/straight/transparent adapter) in a western endoscopy setting (with video), appearing in the gastrointestinal endoscopy journal (vol 82, no. 5: 2015), seven patients experienced adverse events related to the procedures. Five patients experienced delayed bleeding and required unspecified treatment, two patients experienced perforation and required endoscopic clipping, and one patient experienced transmural air leakage with no evidence of perforation requiring needle decompression. There were no reports of any olympus device used in these procedures malfunctioning in any way.